Event description:
It was reported that the patient experienced low flow alarms with a 0.0 lpm flow at 2:00 pm on (B)(6) 2023. The patient was home at the time of these alarms and was instructed to exchange their system controller to troubleshoot; however, the alarms did not resolve. The patient then went to the hospital so they could be hooked up to a power module. Upon initial assessment, the patient was stable, so it was decided to transfer them to their implant hospital. It was suspected that during the transfer, something had become lodged inside the rotor based on the patient's status upon arrival. At this time the patient was started on heparin anticoagulation and had a computed tomography performed. There were no signs of increased lactose dehydrogenase, bilirubin, or other hemolysis parameters. The patient's flows began to increase and the system monitor showed flows reached over 9 lpm. Overnight the patient's pump stopped completely and had a 0.0 flow rate. The clinical team disconnected the modular cable and initiated inotropes. An impella device was implanted in the morning for hemodynamic support. The patient remained stable until their pump exchange on (B)(6) 2023. The patient was sent to the intensive care unit for recovery.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus formation could not be confirmed as heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation and no images were provided for review. Review of the submitted log files confirmed a decrease in flow to 0 liters per minute (lpm), as well as pump power and flow elevations and left ventricular assist device (lvad) fault flags. Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint experience, these events appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. Additionally, a direct correlation between hm3 lvas, serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The controller event log files contained relevant events from (B)(6) 2023 through (B)(6) 2023. On (B)(6) 2023 a low flow alarm was captured associated with flow values ultimately dropping to 0 lpm. Estimated flow did not recover throughout the remainder of the file. The decrease in flow was accompanied by slight decreases in motor power and pulsatility index (pi) values. The driveline was ultimately disconnected on (B)(6) 2023, which appeared to be consistent with the reported system controller exchange. Following the connection of the driveline to the backup system controller, a continuous low flow hazard alarm was initially captured with estimated flow recorded at 0 lpm. Flow ultimately resolved; however, elevations in power and flow values were later captured which persisted throughout the remainder of the file. Of note, harmonic compensation and motor instability lvad live faults were recorded during these elevations. No other notable events or alarms were observed. The lvad event log file contained events from (B)(6) 2023 through (B)(6) 2023. Decreases in flow were captured on (B)(6) 2023, with values ultimately dropping to 0 lpm. A software reset event was also captured on (B)(6) 2023 which was consistent with the reconnection of the driveline following the reported system controller exchange. Following the software reset event, periods of elevated flow were observed. Rotor noise (rot_noise) faults were initially captured during this time associated with an increase in rotor noise values. Additionally, harmonic compensation faults were captured throughout the remainder of the file and an increase in temperature was observed. These findings were consistent with the events captured in the controller event log file. Although rotor noise values eventually returned to baseline, the elevated flow and temperature values did not recover throughout the remainder of the file. No other notable events were observed. It was later communicated that the patient remained stable and ultimately underwent an hm3 to hm3 pump exchange on (B)(6) 2023. The patient reportedly recovered in the intensive care unit (ICU) following the procedure. Hm3 lvas, serial number (B)(6) was not returned for evaluation. The patient remained ongoing on lvas support until expiring on (B)(6) 2023 (related manufacturer report number 2916596-2023-03254). The relevant sections of the device history records for b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section states that changes in pump speed, flow, or physiological demand can affect pump power. This section further explains that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient needed urgent mechanical circulatory support (mcs) support and renal replacement due to anuria. Postoperatively the patient developed sepsis. They were treated with antibiotics. On (B)(6) 2023, the patient passed away due to infection. The outcome was not considered device or therapy related and the infection was related to the patient's frailty.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5: the reported sepsis and patient death included in previous report is captured under related manufacturer report number: 2916596-2023-03254. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-03254.